Event description:
As reported, approximately 2 years postop the initial implant, a female patient had a primary patella implant done in 2017. The patient had anterior knee pain but upon closer inspection of the x-ray, the surgeon noted ¿the femur has gone on quite flexed and this may be contributing to the anterior knee pain¿. A revision was completed. The patella was resurfaced and a 29mm patella was implanted and all tracked fine. The device was disposed by the hospital. All available information has been received at this time.

Manufacturer narrative:
The evaluation noted that as reported, approximately 2 years postop the initial implant, a female patient had a primary patella implant done in 2017. The patient had anterior knee pain but upon closer inspection of the x-ray, the surgeon noted ¿the femur has gone on quite flexed and this may be contributing to the anterior knee pain¿. A revision was completed. The patella was resurfaced and a 29mm patella was implanted and all tracked fine. The device was disposed by the hospital. All available information has been received at this time. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported from (B)(6) a female patient patella had a primary implant done in 2017. The patient had anterior knee pain but upon closer inspection of the x-ray ¿the femur has gone on quite flexed and this may be contributing to the anterior knee pain¿. A revision was completed on (B)(6) 2019. The patella was resurfaced and a 29mm patella was implanted and all tracked fine. The device was disposed by the hospital. All available information has been received at this time.